Manufacturer narrative:
The user facility returned companion samples to the manufacturer for physical evaluation. A visual examination was performed on (B)(4) of the (B)(4) companion samples received. Gross visual examination did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The (B)(4) dialyzers were then subjected to laboratory leak tests; no internal leaks were noted during this testing. Submersion of the fiber bundles in a water bath could not isolate any source for an internal leak. The remaining (B)(4) companion samples were also sent for visual inspection and bubble point testing. (B)(4) of the (B)(4) samples was noted to have a kinked/looped fiber during visual inspection. The remaining (B)(4) companion samples were subjected to qs bubble point testing where no leaks were observed on any of the samples. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The actual sample that experienced the reported internal leak during treatment was not returned for evaluation. Although the evaluation of the companion samples confirmed that the devices functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
Although a request was sent to the user facility for the product return, no complaint device has been received by the manufacturer for evaluation. Should the complaint device or companion samples be received for analysis, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred within the first minute of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used which positively confirmed the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 120cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up. The actual complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. Companion samples have been requested from the customer for evaluation by the manufacturer.